Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll on screen when up arrow button was pressed. Customer reported to have been in the rain. Customer's blood glucose was 90 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No display anomaly was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.